Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawers 2.1 and 2.2 were locked during the case. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 were locked and it failed to function. The technical support specialist (tss) reviewed station logs and found no hardware failures for drawers 2.1 and 2.2 at the time of the issue, though there were multiple failed login attempts. After the user rebooted the station, the drawers recovered and unlocked customer access. No critical errors appeared in the event viewer. According to the knowledge article, "anesthesia es - accessible drawers intermittently failing to unlock", this was an intermittent issue with no hotfix for version 1.8, as the fix was already built in. The tss suggested the problem might relate to an expired battery and advised weekly reboots to prevent performance degradation. The hotfix was only performed for 1.6. Although power failure events were noted, the reboot resolved the issue. A field service engineer was dispatched for the battery replacement since it might have been expired, who then confirmed with the customer that it was a one-off error and had not experienced any other issues, leading to the work order cancellation. The case was closed. The system functioned as intended after the technical support specialist and the field service engineer troubleshot and investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawers 2.1 and 2.2 were locked during the case. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.